Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient experienced a cauti (catheter-associated urinary tract infection) after the use of the unknown catheter. The patient was treated with unknown antibiotics for the infection.